Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection is related to activ.a.c.¿ therapy. The patient was not using activ.a.c.¿ therapy for 3 days and was on an alternate dressing when the foul odor was observed and when the wound culture was performed. Additionally, the nurse confirmed a debridement was not required for the necrotic tissue/eschar therefore, the "tiny" necrosis/eschar did not to meet the definition of a serious injury as defined in (B)(4) as aligned with 21 cfr 803.3. Therefore, kci has deemed the necrosis/eschar not reportable. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On (B)(6) 2018, the following information was reported to kci by the nurse: the activ.a.c.¿ therapy system reportedly had technical issues, and the patient was placed on an alternate dressing. The nurse alleged observing a decline in the wound. On (B)(6) 2018, the following information was reported to kci by the nurse: the patient's wound did get bigger with a small amount of necrotic tissue/eschar noted. The patient is currently on a wet to dry dressing regimen. The nurse reported she does not believe the wound will require debridement or additional medical/surgical intervention since the amount and size of the necrotic tissue was tiny. On (B)(6) 2018, the following information was reported to kci by the nurse: on (B)(6) 2018, activ.a.c.¿ therapy was removed, and the patient was placed on a wet to dry regimen. On (B)(6) 2018, the nurse removed the alternate dressing and noted a foul odor. A wound culture was taken positive results indicating a bacterial infection. The nurse confirmed that a debridement was not performed for the necrosis/eschar, and the patient was placed on antibiotic therapy. The nurse stated she wants v.a.c.® therapy to be re-applied once the infection has cleared. She stated v.a.c.® therapy may have contributed to the event. A device evaluation of the activ.a.c.¿ therapy system is currently pending completion.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci found evidence that the device had a collapsed dome. The investigation confirmed the customer's allegation of the unit self-shutting down. Device labeling, available in print and online, states: warnings keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternate dressing at the direction of the treating physician.

Event description:
On 31-jul-2018, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On (B)(6) 2018, the device was placed with the patient. Upon device return, kci performed an evaluation of the device, including a review of the device logs. Inspection and testing of the device found the power button was collapsed and evidence of intermittent power offs with no alarms. A potential operational malfunction with the unit was identified.